Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The device history record (DHR) for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The investigation determined the likely cause of the loose scope socket locking tab was deterioration associated with the age of the device. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device evaluation determined that the scope socket needed replacement. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The cv-170, video system center, was returned to the olympus service center with no reported allegation of a malfunction. During the evaluation, the service center identified a malfunction of a loose scope socket locking tab when the device used with the scope type urf-v. There was no reported patient involvement.